Event description:
It was reported that during a ipg implant procedure following a successful trial the physician inadvertently cut the lead. As a result, the lead was explanted and replaced with a new one during the implant procedure.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.